Event description:
A 61-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. Prior to starting optune gio therapy, the patient had a history of insulin-dependent type 2 diabetes. On (B)(6) 2024, the patient informed novocure that on (B)(6) 2024, she experienced a burning sensation. The patient was sweating the night before, which caused the optune gio arrays to loosen and shift. After removal of the arrays, she discovered skin irritation described as burnt areas with bleeding ulceration, erythema, pruritus and discomfort. Reportedly, the patient was using prednisolone, triamcinolone acetonide ointments, oral cetirizine as well as a rich moisturizing cream to address the skin irritation. Prior to starting optune gio therapy, the patient was prescribed oral prednisolone for intracranial pressure, which she now took to treat the skin irritation. In addition, the patient experienced daily headaches, especially in the area of the surgical resection site scar (last surgical resection (B)(6) 2024), for which she was prescribed metamizole. Optune gio was temporarily discontinued from (B)(6) 2024. On (B)(6) 2024, the patient's prescribing physician noted that she was only aware of the patient experiencing headaches and skin irritation during the radiation treatment. The skin irritation was attributed to a combination of radiotherapy and the pre-existing diabetes and was addressed with unspecified skin care with improvement. The physician noted that no medication was prescribed for the headaches and that the patient probably treated this with over-the-counter paracetamol. No causality assessment for the headaches was provided. The patient continued using optune gio.

Manufacturer narrative:
Novocure medical opinion is that a contribution of optune gio therapy to the skin irritation and headaches cannot be ruled out. Headache is an expected event with optune gio device use (ef-11 16% and 28% ef-14 optune arm). Headache is also an expected symptom of disease in gbm. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Manufacturer narrative:
Novocure received a medical record on (B)(6) 2025, indicating that during a follow-up with neurooncology on (B)(6) 2025, the patient had experienced recurrent contact dermatitis with open wounds since (B)(6) 2025 while undergoing optune gio therapy. The patient's medication was transitioned from oral prednisolone to oral dexamethasone, with a plan to discontinue dexamethasone upon improvement of the skin condition. Based on the physician's recommendation, optune gio therapy was discontinued on (B)(6) 2025. Novocure medical opinion is that a contribution to the contact dermatitis which required medical intervention cannot be ruled out. Dermatitis contact is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).